Event description:
It was reported that the ventilator first failed the flow transducer test during pre-use check and later displayed a technical error indicating a communication failure. There was no patient involvement. (B)(4).

Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation has been completed.

Manufacturer narrative:
The field service engineer(fse) replaced the monitoring pc board, backplane pc board, extended backplane pc board, oxygen cell, and expiratory valve coil. The monitoring pc board was found with visible liquid damage. No logs were provided for investigation. The ventilator passed all tests and was returned to service. During the ocular investigation of the monitoring pc board, there was visible liquid damage found. The monitoring pc board was tested in a reference ventilator and failed pre-use checks and ventilation testing on a test lung, with an high measured oxygen concentration that was not true. The reported fault could not be confirmed. However since the investigation had found liquid damage, our hypotheses is that the liquid had created a short circuit on different parts over time. The other boards and parts defined above had been working according to specification, i.e. No malfunction(s). The source of the -liquid has not been determined, but liquid can short circuit parts and lead to the failed tests during pre-use checks and the technical errors.